Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo (B)(4) and any medwatch reports were submitted under or (B)(4). From 2014 and going forward, complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted. An investigation was carried out into this complaint. When reviewing similar reportable events for tempo passive lift, we have found a very low number of other similar cases where a battery fell out of the device during use. We have been able to establish that there is no complaint trend concerning these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of spec - connector of a battery was loose. The device was not being used for pt handling, but was operated by the caregiver and in that way contributed to the event. It has been decided to report this complaint due to potential risk to the pt - fall off the battery can lead to user's injury. We find events where battery fall from the device during use of transfer to be reportable to the competent authorities. From info received the most likely cause appears to be related to user error. Arjohuntleigh is equipped with the instruction for use (IFU) containing info allowing for the safety and convenience for the pt and caregiver. Therefore, before use, the caregiver is obligated to check the device before each and every use, at minimum. The opera's IFU (kpx0700.us.issue-1) contains the crucial info: warning: arjohuntleigh recommends that the opera be maintained at regular intervals (...). With regular use the following items are subject to wear:- slings, batteries, straps, castors. These items must be regularly checked as described previously, and replaced as necessary." It warns also: "hold the pack firmly to ensure it does not drop and become damaged, or cause personal injury." IFU informs also about correct use of the device including applying of a battery and preventive maintenance actions that are necessary to preserve device performance. "A general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occured during use". Info received showed that the battery was in bad condition. Photos provided with this complaint showed that battery was open in the middle and the connector was loose - this causes the fall out of the device. As per the service technician who examined and evaluated the battery, inside the battery, the cells lower when the battery has become hot or has fallen down earlier - not following IFU's warning. This malfunction led to creating the space in the battery and making the connector loose. From above findings we conclude that this incident is related to user error - not following warnings included in instruction for use. The received info and our eval as described above are showing that if tempo's warnings and preventive maintenance were followed in accordance to product IFU, there would be no pt or caregiver at risk. (B)(4).

Event description:
It was initially reported by arjohuntleigh representative that during a transfer, the battery fell out of the lift. No injuries were sustained to the resident or caregiver. Device examination showed that the battery is in bad condition. "Inside the battery the cells lower when the battery doesn't fit well into the hoist anymore." Additional info from the service technician: "if the spl3021 battery is charged with the 'old' charger it can become hot which affects the glue with which the cells are glued in the housing. That makes the cells lower in the housing. The housing swells a little and doesn't fit well enough in the lift anymore. The cells can also lower if the battery has fallen more times with the same result that it doesn't fit well enough in the lift". Please note that this device was in use for about 10 years and it exceeded its expected lifetime - 10 (ten) years.